Event description:
The customer reported diagnostic error "oxygen device failed alarm" occurred. The device was in use. The unit was swapped out for another one, there was no patient or user harm reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: the gas delivery system assembly was returned for failure investigation. Customer complaint verified. Root cause was failure of airflow sensor, caused by u1 drifting out of calibration.

Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported. The field service engineer (fse) could not duplicate the reported failure despite running the machine again. The event log revealed, "check vent: oxygen device failed" had occurred. The "check vent: oxygen device failed" was inspected, but no anomaly was found in the device. When a value was set to 100 % on an oxygen-concentration test, its accepted range was from 95 to 105 % inclusive, but a measured value was 92.7 %. The flow sensor assembly was replaced, and the phenomenon was resolved. The (fse) also indicated power on/off light-emitting diode (led) was observed to be unable to illuminate. The power on/off led was observed to be unable to illuminate. Therefore, the power switch overlay was replaced, and the phenomenon was resolved.